Event description:
Reporter calling stating she has had problems managing her diabetes using the omnipod 5 insulin pump and omnipod controller. Reporter states this systems is unreliable and "there are too many components to figure out where the problem is". Reporter states she has contacted the manufacturer numerous times and states her belief that the company is "too large" to understand or address her concerns. Reporter states her challenges with contacting the company include language barriers with customer support staff, staff asking repetitive questions, staff not seeming to understand her complaints, staff not being able to troubleshoot problems, and requests for a supervisor to call her back not being followed through on. Reporter additionally states that the device maker needs to have better physician training as well as "local contacts" so that patients with problems using the system can have their needs locally addressed. Reporter states she has had ongoing compatibility problems with the omnipod controller ever since she began using this system in october 2023. Reporter states the controller is not compatible with her smartphone and she has tried more than cellphone carrier however she continues to experience compatibility problems and the controller is not working. Reporter states due to these problems, her omnipod 5 pump is not delivering insulin correctly and "my blood sugar is all over the place". Reporter states her blood sugar rose to "over 500. I almost died". Reporter states she uses the dexcom g6 with her omnipod system. Reference report mw5154069.